Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the investigation identified a motor rate test issue, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The device main board will be replaced as a preventative measure.

Event description:
It was reported that the screen was blank when switched on. There were no harm and patient involvement. Additionally, the investigation identified a motor rate test issue, an issue that could result in a hazardous situation, therefore making this investigation reportable.